Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, high impedance was noted on the right atrial lead. A new lead was used to complete the procedure and the patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing lead impedance and helix would not extend. As received, a complete lead was returned in one piece. The reported event of the inability to extend the helix was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.